Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
It was further reported that the instrument was cross threaded in the cone body. Therefore, the surgeon was forced to perform an extend trochanter osteotomy to remove the stem, taper, and disassembly tool in one piece.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2: device product code needs to be blank.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: a1, a2, a3, b4, b5, d1, d2, d4, d6, d7, g4, g5.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown 60mm taper disassembly tool. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00364.

Event description:
It was reported that during the procedure when using 60mm taper disassembly tool, the surgeon was unable to extract the taper from distal stem. His next option was to perform an extend trochanter osteotomy to remove the stem, taper, and disassembly tool in one piece. No additional information.